Event description:
It was reported to philips that a red x had appeared. There was no patient involvement. The field service engineer (fse) evaluated the device and did not any fault related to a red x. Upon conclusion of the evaluation, no fault was found. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted. The device passed testing and was put back into service.